Manufacturer narrative:
Additional information received on (B)(6) 2020, indicated that the patient underwent bilateral removal and replacement as follow: left replaced with cat#:3507375bc, sn#:(B)(4) and right replaced with cat#:3507375bc, sn#:(B)(4) on (B)(6) 2020. The new information also indicated that the date of implantation was on (B)(6) 2007. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual inspection, the sample was found to be ruptured and received incomplete. Additionally, a crease was found on the edges of the tear. The evaluation determined that the rupture is consistent with a crease fold rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. There is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Concomitant products: mentor memorygel breast implant, 375cc, cat #: 3507375bc, sn #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 375cc silicone breast implants which the right side ruptured after implantation. The report indicated that the patient had no issues or problems with her breast. She came in for her annual routine mammogram and the mammogram findings suggested a right side rupture. The issue was confirmed by the physician. Even though we have not received information regarding explantation or an expected explantation date, removal and replacement was indicated.